Event description:
Boston scientific received information that this device system detected one shock impedance measurement less than 20 ohms. The patient implanted with the device system was brought into the clinic for further evaluation. No other out of range measurements were observed. The health care professional (hcp) was to discuss next steps with the patients physician. The sales representative confirmed that no maximum energy shock was performed and the device was currently recording impedance measurements within acceptable limits, therefore, the physician had elected to continue to monitor this situation. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.